Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an existing rash and the lifevest reportedly made it worse. The patient's physician prescribed a cream and pills. Follow up indicated that the irritation was still present but had improved.